Event description:
Ous MDR - it was reported that the device exhibited ventricular undersensing after a p-wave. The pacemaker was replaced and a new lead was implanted. No information on the lead is available, other than it was capped. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. The header of the pacemaker was mechanical analysed, revealing no anomalies. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. The pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker¿s memory content was analysed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.